Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the clinician went to aspirate the medial port of the cvc and withdrew air. It was noticed there was a hole in the medial extension line. As a result, the catheter was immediately removed and replaced. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a hole in the medial extension line was confirmed. One 3-lumen 7 fr x 20 cm catheter was returned. The medial lumen was found to be blocked with dried blood which was cleared by soaking the catheter in hot water and inserting a guide wire. After the blockage was cleared, water was injected into the medial extension line using a 10 ml syringe. Leakage was observed near the juncture hub. Microscopic examination found a cut / puncture mark in the extension line. Adhesive material was observed on the extension line near the damage indicating that a dressing had been placed in that area. The instruction booklet provided with the kit, directs the user to flush each lumen with sterile saline to establish patency and prime the lumens. No leakage was reported at this step. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Since leakage was not reported during catheter flushing and it appears that the hole may have occurred during application of the dressing, operational context caused or contributed to this event. No further action will be taken.